Manufacturer narrative:
The following fields were updated due to additional information: d.3. Medical device manufacturer: bd medical - diabetes care (holdrege) g.1. Manufacturing location: bd medical - diabetes care (holdrege) d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown d.4. Medical device lot #: 0132212 d.4. Medical device expiration date: na h.4. Device manufacture date: 10/7/2020 d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 3/16/2021 h.6. Investigation: customer returned a single syringe with reli-on pouch, indicating that it is a 0.3ml 31 gauge 6mm syringe from lot 0132212. The syringe was returned with the needle hub and shield separated from the barrel. There is no damage to the connector at the distal tip of the barrel or the base of the needle hub. No signs of use. No other defects found. A review of the device history record was completed for batch # 0132212 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200905593] noted that did not pertain to the complaint. There was one (1) notification [200905966] noted for raised shields. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. See h.10

Event description:
It was reported that a syringe 0.3ml 31g 6mm s/c u-100 relion separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated when the shield was removed. Verbatim: consumer reported does not have with her right now. Find 1 syringe when remove shield needle hub removes lot #: unknowncatalog#: 328521date of event: (B)(6) 2021 samples status awaiting sample".

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that a syringe 0.3ml 31g 6mm s/c u-100 relion separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated when the shield was removed. Verbatim: consumer reported does not have with her right now. Find 1 syringe when remove shield needle hub removes lot #: unknown catalog#: 328521. Date of event: (B)(6) 2021. Samples status: awaiting sample."